Event description:
It is reported that since implantation, the patient is having pain on the implant side. The pain is also present when the processor is not being used, but with processor it becomes unbearable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.